Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was bent/kinked near the distal end. The lead was not implanted and a different lead was used as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to kin king/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.